Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the correct position of the jaws properly. The device was used on the cystic artery. There was no unexpected resistance in grasping the trigger and no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard. Another device was used to complete the case. There were no adverse consequences to the patient. The device was not fired after the event.

Manufacturer narrative:
(B)(4). Yielded jaw additional information: what is meant by "clip was not fed into the correct position of the jaws properly." Does this mean clip partially fed into jaws, does this mean clip fed sideways into jaws? --- clip fed sideways into jaws. Which firing of the device did this event occur on? ---the information was not provided from the hospital. Did anything unexpected happen prior to this incident? ---no did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? ---the information was not provided from the hospital. The er320 device was returned with the black plastic cap over the jaws. The cap was removed an one unformed clip fell off. During visual inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining three clips due to the condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.